Event description:
The customer reported that the system shut down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on system power supply was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.